Event description:
On (B)(6) 2012, the lay user/patient's nurse contacted lifescan from the (B)(6) alleging an error 4 message issue with the one touch verio meter. The patient's nurse did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's nurse claimed that the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's nurse did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012. Product analysis (pa) evaluated the meter on (B)(4) 2012 with the following findings: the meter passed testing with no faults found; the primary complaint was not confirmed. The test strips involved with this complaint (lot # 3234780) were not returned to lifescan (lfs); instead, the patient returned two vials of lot # 3263890 on (B)(4) 2012 and the test strips were evaluated by pa on (B)(4) 2012 with the following findings: er4 was observed when testing with control solution. If the test strips (lot # 3234780) are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510 (k) # is k093745.